Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the stylet was not returned with the lead. A fresh 14-52 gray stylet was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, much resistance was encountered while introducing the stylet into duct of lead. As a result, the rv lead was difficulty to maneuver the lead. It was also reported that more than 30 turns was needed to extend the tip of the ra lead. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.